Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2004 due to wound dehiscence. The polyethylene bearing was removed and replaced. Surgeon performed irrigation and debridement.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.